Event description:
It was reported that the pump miscalculated boluses which resulted in low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer entered incorrect values in bolus calculator. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.